Event description:
While performing a hysteroscopic polyp resection, the cutting loop sparked and the screen went blue. After this happened, the surgeon removed the resectoscope and noticed the cutting loop was broken. The cutting loop was taken off the field and the surgeon proceeded with the procedure using a rollerball. No harm to the patient.